Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Caller stated, that her daughter kept getting high bg readings with this pod. Her daughter is young and is very active. Infusion site is the lower back/buttocks. Bg went from "normal " to above 400 in a matter of hrs. A bolus was delivered and bg remained above 400. She then delivered a bolus by injection and bg came down 200 points. Caller removed pod and noted that the cannula was kinked. She then activated a new pod. No further problems reported. The caller stated that she would return the device involved for evaluation.